Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23aug2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported power supply issue. The manufacturer¿s field service engineer (fse) remotely recommended the part number for the power supply. Customer reports power supply fixed the issue.

Event description:
The customer reported power supply issue. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested.